Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received the vigilance ii monitor. The reported issue was not confirmed by the evaluation. An over 36 hour burn-in test and fatu final test were performed. There was no physical damage found in the visual inspection. There was no defect found. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformances were found.

Event description:
As reported, after several hours of using the cardiac defibrillator, the cco measurement stopped during use with a swan-ganz catheter. Though three cables were replaced, the symptom did not improve. After the vig2 monitor was changed, the measurement was available. In addition, though the svo2 value was shown, the blood gas analyzer was over 30%. The value on the monitor was in the 20 to 30% range. The expected value was over 30%. No inappropriate treatment was done due to the symptom. There was no patient injury reported.